Manufacturer narrative:
Batch review performed on 25 october 2019: lot 177338: (B)(4) items manufactured and released on 25-gen-2018. Expiration date: 2023-01-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation: greater trochanter fracture in an elderly woman ((B)(6)). Intraoperative femoral fractures are known possible adverse events of total hip replacements, described and quantified in literature. They mainly depend on bone morphology and mechanical properties. In this case, there is no reason to suspect a malfunctioning device.

Event description:
Per operative fracture of the trochanterian massif while using the graters. The surgeon decided to don't revise any implants and use strapping for the fracture.